Manufacturer narrative:
Analysis synthesis: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. Review of the patient files showed that a few days post-implantation, atrial sensing decreased from 6 mv to less than 3 mv while the atrial capture threshold increased from 0.5 v to 2.25 v, with intermittent atrial loss of capture noted on multiple episodes. Ventricular sensing values also dropped from 15 mv to around 2.8 mv, also with an increase of the ventricular threshold, suggesting possible dislodgement of both leads. These combined findings are consistent with early signs of twiddler syndrome affecting both leads. Following the atrial lead repositioning performed on (B)(6) 2026, atrial sensing and threshold values returned to normal ranges. It should be noted that twiddler¿s syndrome is a well-known complication of cardiac pacing/defibrillation systems. The results of this investigation are retained and utilized for trending purposes.

Event description:
Reportedly, a patient was implanted on (B)(6) 2025 with a vegar52 ((B)(6)) positioned at the appendage and a select secure ventricular lead. On (B)(6) 2026, they noticed bad sensing values and possible twindler syndrome, so on (B)(6) 2026, the ra lead was repositioned and the rv lead replaced.

Event description:
Reportedly, a patient was implanted on (B)(6) 2025 with a vegar52 (drg104149) positioned at the appendage and a select secure ventricular lead. On (B)(6) 2026, they noticed bad sensing values and possible twindler syndrome, so on (B)(6) 2026, the ra lead was repositioned and the rv lead replaced.